Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump received multiple insulin pump errors. Software error detected alarm was clear and able to rewind insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement, and self tests. No pump errors 53 or 63 were noted during testing; however, pump error 53 and pump error 63 are found in the device history file due to a hardware error.